Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door latch error caused by a missing link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no pt injury.